Event description:
Set screw loose in a one-level construct 9 months post-op. Set screw was found to be loose but still in the multi-axial body during the revision for pseudoarthrosis. Add'l info, x-rays, or implants not provided from the field. Distributor representative reports that the immediate x-rays prior to revision did not indicate hardware malfunction. The set screw was discovered loose during revision un-related to hardware.